Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indication a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to patient morphology/pathology due to severe bi-leaflet prolapse. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) with severe bi-leaflet prolapse. The first clip was advanced to the leaflet, but experienced difficulty grasping the leaflets due to the anatomy. The leaflets were grasped and the clip deployed, but as the clip delivery system (cds) was being removed from the anatomy, a slda was noted, with the clip remaining attached to the anterior leaflet. Two additional clips were implanted to stabilize the slda clip. Mr was reduced to grade 2. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.